Event description:
It was reported that the left ventricular lead exhibited high impedance and loss of capture. A fluoroscopy revealed that the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).